Manufacturer narrative:
Device was not returned to the MFR for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs. Unable to determine the cause of the event.

Event description:
It was reported that the pt underwent a fixation at c3-c5 and t1-t3. The center lock nut was broken while being tightened at c5. The broken device was replaced. No pt complications were reported.